Manufacturer narrative:
Per - (B)(4) combined report. Additional information, including post primary and pre revision x-rays, operative notes, patient details, what the patient was doing at the time of the dislocation, whether the patient experienced any slips or falls post primary surgery, whether the patient followed correct post-op protocol, and update on the patient post revision and information on the cup, liner and stem that the patient had implanted was requested in order to progress with the investigation of this event. However, the only additional information that could be provided was that the patient had a non-corin cup and liner implanted and had not been following correct post-op protocol. The patient may have also experienced a fall, however, this had not been confirmed. The appropriate device details were provided and the relevant device manufacturing record has been identified and reviewed. All parts associated with this record conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported dislocation could not be determined, however, it is possible that the use of a non-corin cup and liner, patient not following correct post-op protocol and a possible fall may have contributed to the event. This case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity biolox delta ceramic head revision after approximately 1 month due to dislocation. It was reported that the patient had a non-corin cup and liner and may have experienced a fall, however, this has not been confirmed.